Manufacturer narrative:
Additional information in h3 and h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and the female connector was observed to be separated from the main body. The chip/insert was missing from the female connector. The cause of the separation was probably due to inadequate solvent to the insert/chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a transfer set; further described as "transfer set was dislodge from the body". This was noticed during use of the device for peritoneal dialysis therapy. The transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6: evaluation result code (remove 170, add 706). H10: one actual sample was received for evaluation. Previously only a photograph was received and evaluated therefore, this is an update to report the evaluation results of the actual sample. A visual inspection was performed which observed the female connector was separated from the main body of the transfer set and the chip/insert was missing from the female connector, however there was evidence that it had been present. The reported condition was verified. The sample failed to meet specification. The cause of the condition was determined to be due to inadequate solvent being added to the insert/chip during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.